Event description:
It was reported that there were erratic readings. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. Additionally, signal loss over one hour was observed in the data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). H6 device code(s) 3191: patient was unable to identify device issue therefore a more specific code could not be selected.